Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the returned unit shows that the lock has both rotational and lateral movement and a residue buildup is present. The unit was received with another ratchet extension that has the helicoil coming out of it and will need machining to have heli-coils added to large starburst threads. By the completion of service, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils will be replaced and general maintenance and cleaning to be performed. Root cause - the complaint is confirmed via inspection of the unit. The unit needed cleaning and replacement of worn parts. Additionally, the helicoil could have become displaced due to improper seating of the helicoil or improper cleaning by steam sterilization. Per the a1059 IFU, the unit should not be steam sterilized as it can damage device components. Corrective and preventative action (CAPA) has been raised to investigate the issue of helicoils protruding from the a1059 ratchet extension. The probable root cause is routine wear or mishandling of the unit.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) pops open when trying to clamp it to the patients head. Additional information has been requested.